Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a rash, soreness/swelling and itchiness near the ipg site. The issue began two-weeks post-implant. An allergy test yielded negative results. A CT scan and lab work was normal. As such, surgical intervention was undertaken on (B)(6) 2018 to explant the entire system. The physician did not believe the patient's symptoms were related to the scs system.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-12262. Follow-up identified the patient's allergy at the ipg and lead site did not resolve post-explant. The patient had an incision and drainage procedure on (B)(6) 2018 during which a portion of the lead was noted to be still implanted. The piece of lead implanted was removed during the procedure. The lead is being reported as device 2.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-12262. Further follow-up indicates the patient no longer has a rash. Cultures have determined the patient has serratia marcescens.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-12262. It was reported drainage is no longer coming out of the incision. Patient will continue with regimen. Issue resolved over time